Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of a 4x12mm herculink elite renal balloon expandable stent system (bess), force was applied with the removal of the protective covering and the stent moved on the balloon, exposing the proximal balloon and rendering the device unusable. There was no patient involvement and no clinically significant delay in the procedure. Another same size herculink was prepared and used to successfully complete the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed emdr report, the following information was received: it was reported that during device preparation of a 4x12mm herculink elite renal balloon expandable stent system (bess), force was applied with the removal of the protective covering and the stent moved on the balloon, exposing the proximal balloon. The device was advanced over the guide wire and into the sheath when the inner member was noticed as stretched and bunched. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size herculink was prepared and used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported stent movement and damage to the inner member was confirmed. Additionally, it was noted that the delivery system was stuck on the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. It should be noted that the rx herculink elite instructions for use (IFU) states: special care must be taken not to handle or in any way disrupt the stent on the balloon. This is most important during stent system removal from the packaging, placement over a guide wire, and advancement through a guiding catheter or introducer sheath. Additionally, prior to using the rx herculink elite peripheral stent system, carefully remove the system from the packaging and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted. In this case, it could not be determined if the IFU deviations caused or contributed to the difficulties encountered. The investigation was unable to determine a cause for the reported difficulties. Based on the reported information, the stent movement likely occurred during forceful removal of the protective sheath. It may be possible that the protective sheath was inadvertently grasped too tight during removal causing damage to the proximal seal and the inner member to become stretched resulting in the noted device stuck on the guide wire; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect impact code 2645 removed.